Event description:
It was reported that the patient was hospitalized and treated with heparin due to deep vein thrombosis.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.